Manufacturer narrative:
A2 - age at time of event: 18 years or older . E1 - initial reporter phone: (B)(6). Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the delivery system was stuck on the guidewire. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. An 8.0-21 carotid wallstent and a filterwire were selected for use. After the stent was deployed, an attempt was made to remove the delivery system from the attached filterwire, but there was strong resistance, and it could not be removed. The delivery system was then retrieved along with the filterwire. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that the delivery system was stuck on the wire. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. An 8.0-21 carotid wallstent and a filterwire were selected for use. After the stent was deployed, an attempt was made to remove the delivery system from the attached filterwire, but there was strong resistance, and it could not be removed. The delivery system was then retrieved along with the filterwire. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.